Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to switch on. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the machine was not switching on. The device was not in clinical use. Philips has started an investigation of the complaint.